Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: the ok button symbol was found to be worn off; however, the keypad cover was intact. During testing, the up arrow keypad button was found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was under responsive. Investigation also revealed that there was contamination under the up arrow, down arrow, and contrast keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.